Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Another relevant device is: product ID [enveor-n-us], serial/lot (B)(4), use by date [2019-07-11], UDI (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with severe aortic stenosis in a sievers type 0 bicuspid valve, the valve was deployed successfully with a good seal. As the delivery catheter system (dcs) was being removed, the tip of the nose cone caught the inflow portion of the valve and dislodged it up and out of the annulus and into the ascending aorta. It was attempted to snare the valve higher into the arch, however, was unsuccessful. A non-medtronic transcatheter bioprosthetic valve was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. If information is provided in the future, a supplemental report will be issued.